Event description:
A falsely depressed total bilirubin (tbil) result was obtained on an infant patient sample. The result was reported to the physician who questioned the result. The same sample was retested and a higher was obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed tbil result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed total bilirubin result was sample integrity. The IFU for the dimension(r) flex(r) tbil reagent cartridge states; "follow the instructions provided with your specimen collection device for use and processing." And "specimens should be free of particulate matter." The instrument is performing within specifications. No further evaluation of the device is required.